Event description:
It was reported that surgeon implanted the aero cage after trailing and confirmed its position using fluoro. A first anchor was inserted using the anchor tamp. Surgeon was unable to confirm visually or by sound that anchor was fully seated therefore the surgeon removed anchor tamp and tamped with the freehand tamp. The surgeon then inserted a second anchor in the diagonal slot as per surgical guide. After second anchor was seated, anchor tamp was removed and fluoro image was taken to check progress. At this point the image revealed the first anchor had skived. Surgeon inserted the remaining 2 anchors after first using the pilot cutter followed by the anchor. Surgeon removed insertion guide and used a large rongeur to remove the broken anchor.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned anchor was confirmed to be bent and broke. Materials analysis results indicate that the anchor broke in ductile overload around the anchor tip. Conclusion: the anchor hitting a hard material like hard bone is a plausible root cause for the reported event.

Event description:
It was reported that surgeon implanted the aero cage after trailing and confirmed its position using fluoro. A first anchor was inserted using the anchor tamp. Surgeon was unable to confirm visually or by sound that anchor was fully seated therefore the surgeon removed anchor tamp and tamped with the freehand tamp. The surgeon then inserted a second anchor in the diagonal slot as per surgical guide. After second anchor was seated, anchor tamp was removed and fluoro image was taken to check progress. At this point the image revealed the first anchor had skived. Surgeon inserted the remaining 2 anchors after first using the pilot cutter followed by the anchor. Surgeon removed insertion guide and used a large rongeur to remove the broken anchor.